Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch delica lancing device does not fully penetrate the skin. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that on the evening of (B)(6) 2018, she was unable to obtain blood to perform a blood glucose test as the lancet failed to sufficiently penetrate her skin. The patient manages her diabetes with insulin, which she self-adjusts. She denied making any changes to her usual diabetes routine following the start of the alleged issue. She reported that between 3am and 4am on (B)(6) 2018, she woke up feeling ¿sweaty and low¿. She reported that she self-treated her symptoms by eating peppermint candy. At the time of troubleshooting, the cca noted that the lancing device was not being used for the first time; it had been in use for more than 2 years. Based on the information provided, there had been no misuse of the product. The patient confirmed that she was using the correct 33g lancets. The cca reviewed the patient¿s technique to collect the sample but the issue remained unresolved. A replacement lancing device was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Sweaty and low, after being unable to obtain a blood glucose result because the lancet did not fully penetrate her skin.